Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a medical journal that a patient was implanted an unknown metasul head hip implant on an unknown date. Due to an infection, debridement process was performed and filled with antibiotics for 6 weeks. The date the incident occurred is unknown. All implantations were performed in female patients, aged between 17 and 48, with high activity level, between february 1996 and october 2002. Journal article: ayoub b, putman s, cholewinski p, paris a, migaud h, girard j, incidence of adverse reactions to metal debris from 28-mm metal-on-metal total hip arthroplasties with minimum 10 years of follow-up: clinical, laboratory and ultrasound assessment of 44 cases, the journal of arthroplasty (2016), doi: 10.1016/j.arth.2016.11.013.

Manufacturer narrative:
Investigation results were made available. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. It was tried several times to receive more information for this case. Additional information was requested at the author of the journal article. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no reference number was available. Review of event description: event summary: according to the received information, the patient experienced an infection. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause determination using dfmea: allofit stem: septic loosening, due to infection due to unsterile implant (failure of sterilization procedure). Possible, as DHR could not be checked (lot number unknown). Septic loosening, due to secondary infection at time of surgery (patient has an infection in another site of the body). Possible, as it is unknown if patient had an infection at an other site of the body. Septic loosening, due to infection due to unsterile implant, resterilization not following instructions of IFU. Possible, as it is unknown if hospital followed re-sterilization instructions (if applicable). Septic loosening, due to infection due to unsterile or damaged implant, resterilization in spite of prohibition. Possible, as condition of packaging is unknown, as well as potential re-sterilization by hospital. Allofit cup: infection, due to unsterile implant due to packaging failure. Possible, as packaging was not returned to winterthur for investigation. Infection, due to failure of sterilisation procedure due to supplier process. Possible, as DHR could not be checked (lot numbers unknown). Infection, due to failure of sterilisation procedure due to design. Not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Infection, due to failure of packaging due to insufficient sterile barrier within the sterility guarantee. Not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Infection due to unclean/unsterile implant (failure of (re)processing procedure in hospital for unsterile delivered implants). Infection, due to wrong resterilization procedures for sterile delivered parts. Possible, as potential applied re-sterilization procedures in the hospital remain unknown. Infection , due to re-use of single use components. Possible, as it is unknown if product was re-used. Metasul head: infection due to non sterile head implant, due to incorrect sterilization method possible, as DHR could not be checked (lot number unknown). Infection due to non sterile head implant, due to inadequate packaging leading to unsterile implant. Not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Metasul insert: infection, due to unsterile implant due to packaging failure. Possible, as packaging condition is unknown and was not returned for investigation. Infection, due to failure of sterilisation procedure due to supplier process. Possible, as DHR could not be checked (lot numbers unknown). Infection, due to non sterile implant. Possible, as DHR could not be checked (lot numbers unknown). Infection, due to failure of sterilisation procedure due to design. Not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Infection, due to failure of packaging due to insufficient sterile barrier within the sterility guarantee. Not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Infection, due to re-use of single use components. Possible, as it is unknown if product was re-used. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. The sterilization certificate of the devices could not be reviewed since the devices lot numbers are unknown. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Due to significant lack of information, no specific root cause could be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).